Event description:
Reporter indicated that device diagnostic testing at office visit resulted in high lead impedance reading (dc-dc code 7 and limit), indicating possible device malfunction. The pt reportedly is a kick-boxer and has admitted to being punched and kicked repeatedly in the neck and chest in the area of the device. Review of x-rays by physician did not reveal any obvious discontinuities in the vns therapy system, but the lead was reportedly bunched up at the neck area and did not resemble the typical strain relief bend and loop. The pt underwent revision surgery. After troubleshooting typical causes for the high lead impedance reading, neurosurgeon decided to replace the lead. Device diagnostic testing after lead replacement was within normal limits.